Event description:
Reportedly, two weeks after implantation, pacing and sensing failure was observed. A connection issue was suspected, however the complete system was explanted. The pacemaker involved in this MDR report was returned for analysis.

Manufacturer narrative:
January 19, 2010. This event concerns a device that was manufactured and used outside the united states. Method: device follow-up files were analyzed. (B)(4). Conclusion: the electrical characteristics of the returned device were within specifications; the inspection of the connector header revealed: damages of the intended screwdriver slot at the atrial and ventricular levels (holes); presence of blood in the atrial and ventricular terminal blocks; the setscrews were found unscrewed; these damages confirm difficulties were met during the screwing/unscrewing operations; however, it is not possible to determine whether these damages resulted from screwing operations at implant or at explant, i.e. Whether there is a link between these damages and the reported event; review of follow data confirmed the reported behavior: noisy episodes were recorded and important ruptures in the egm basic line were observed; because of these findings, it is likely that the electrical continuity was not ensured between the leads pins and the pacemaker components; consequently, sensing and pacing failure could have been observed at the atrial and/or ventricular level. The origin of this defect could be: a lead failure, fracture, dislodgement, bad connection of the lead, connector failure or loosen setscrew.